Manufacturer narrative:
Evaluation results: inherent risk of procedure - (occlusion). Evaluation conclusions: inherent risk of procedure - (occlusion) . (B)(4).

Event description:
Total occlusion of the study stent was confirmed approx 18 months post index procedure on the date of the previously reported stent thrombosis. The patient underwent aspiration thrombectomy, ballooning of the lad and previously reported non-medtronic stenting.

Event description:
During the index procedure, the patient received one resolute integrity drug eluting stent to the lad. Approximately 18 months post index procedure, it is reported that the patient suffered an mi. The patient received 3 unknown brand drug eluting stents to treat the mi. Investigator assessed the event as not related to the device. It is reported that the patient recovered.

Event description:
It is reported that the patient also underwent balloon angioplasty during previously reported revascularization and the three previously reported implanted stents were non-medtronic stents.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (thrombus). Evaluation conclusions: inherent risk of procedure ¿ (thrombus). (B)(4).

Event description:
It was reported that stent thrombosis was observed within the target lesion (lad). Confirmation was received that the revascularization was performed in the target vessel during the previously reported mi event.